Event description:
The customer reported that the 2800 system had a heater error and the fast stop switch message was displayed. No pt injury was reported.

Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The heaters in the generator were replaced, and the emergency fast stop switch on the table was replaced. The system was tested and operates as intended.